Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was likely the power malfunctioned and the image was not displayed due to a failure of the power supply. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event.

Event description:
It was further reported that the event occurred during inspection before the beginning of the procedure. The device did not turn on and another device was used. No adverse outcome to the patient or procedure was reported to olympus.

Manufacturer narrative:
The equipment was returned to the regional workshop (barcelona) for evaluation. The reported issue was confirmed as the the inspection detected the equipment does not turn on due to a damaged power supply. Additionally, there is interference in the image from a false contact in the video connection socket. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (spain) was informed by the user facility that the power supply of the visera pro video system center is in bad condition. It was not specified when the power supply issue was first observed. No patient injury or harm was reported.